Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An other health professional reported that, during intraocular lens (iol) implant procedure, the lens was stuck in cartridge. There was patient contact, however no patient impact was involved. The procedure was completed with back up iol. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. No cartridge was returned. Iol received adhered to a surgical swab. Solution was dried on both surfaces of the optic and haptics. The haptics are intact. The optic is cracked/fractured and scratched/marked-rejectable with fibers. The iol met specifications when dimensionally measured for edge thickness and plan view. No cartridge received. The product investigation could not identify the root cause for the reported complaint "lens stuck in cartridge" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. The manufacturer internal reference number is: (B)(4).